Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the needle piece retained in: aponeurosis of the rectus abdominis muscle; what size of the needle was retained in patient (in cm): 8 mm (almost all the needle); was the needle piece removed from the patient that evening: yes; do you have the other half of the suture/ needle for evaluation: only the retrieved part of the needle has been sent for analysis; what are the patient age, weight, bmi, past medical history: (B)(6), no medical history; what is the current condition of the patient: the patient is ok.

Event description:
It was reported by the affiliate that during a digestive surgery procedure on (B)(6) 2016, suture was used. At the end of the laparoscopic procedure, when closing the trocar hole, the needle broke in the patient's wall. An x-ray was performed intra-op to locate the needle piece. 8mm of the needle was retained in the aponeurosis of the rectus abdominus muscle. The patient was reoperated in the evening with a new anesthesia to retrieve the needle and the needle was removed. The current patient condition is reported to be ok. No additional information was provided.

Manufacturer narrative:
The actual sample shows a loose needle with a fracture at the swaging area. The broken off attachment end is not present for evaluation. During visual inspection a lot of instrument marks were found, especially at the attachment area and directly at the breaking point, which indicates that the needle was handled there. The breaking point shows no manufacturer defects. User handling was determined to be cause of the needle breakage at the actual sample. Visual inspection and test results of needle diameter, tinius olsen and ductility of all unopened samples meet the specified quality requirements.